Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was caught on a door handle, detached, fell, and sustained a shattered, nonresponsive touchscreen, and the infusion set was pulled off; the device issue aligned with a fracture affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with external mechanical force causing damage to the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.